Manufacturer narrative:
Information was received that the blower was replaced to address the reported issue. The unit was returned to use.

Manufacturer narrative:
Multiple attempts were made to obtain additional information, and on the repair, service of the device that have been unsuccessful.

Event description:
It was reported that the ventilator had an error code for overheating while in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and verified in the ventilator diagnostic logs error code indicating blower temperature high and blower temperature too high. The customer reported that the blower is noisy. The customer was advised to replace the blower. Further information is pending.